Event description:
Pt had a spinal fusion on (B)(6) 2007. A bone stimulator was implanted with lead into the spine. In (B)(6) 2007, neurological surgeon sent him to do MRI. During the MRI the lead from the implanted bone stimulator became very hot and unbearable and pt had to stop procedure. After this happened, the stimulator stopped working and had to be removed on (B)(6) 2008. The lead still remained in the spine. This incident caused neurological damages, pain and suffering to the pt. He reports that he was never educated or informed on the effects of MRI on the stimulator and even after numerous contacts with his dr no warning on the MRI has been given to him. He found out about the effects by himself researching online.